Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse replaced the customers device speaker to resolve the customers' issue. The philips field service engineer (fse) confirmed the customers device issue and replaced the device speaker to resolve the customers' issue. The customer's device was placed back into service after repair.

Event description:
The customer reported that the equipment was self-tested when it was powered on, and the horn did not sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.